Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime. The customer did not know the blood glucose reading. She stated that she clicked the infusion set down into the serter for insertion, and when she filled the tubing and set it, she stated that the infusion set clicked out of the holder. She stated that the paper tabs tore off and only the needle remained. She retrieved another infusion set and put it in the reservoir, but now it would not work. She was advised to disconnect the tubing and reservoir, reconnect them, and manually push the plunger through. She said insulin did not exit with a manual plunger push. She assembled a new infusion set with the current reservoir, and insulin did not exit. She tried a new reservoir with the current infusion set, and the insulin pump did not alarm no delivery with the manual prime. She advised that changing the reservoir resolved the issue. She was advised to replace and return the reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.